Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the plastic peg has fractured off of the device. The fractured piece was returned. The device shows scratches and signs of wear from use. This inspection was conducted by naked eye. The knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation concluded that, the provided intra-operative photo confirmed the post was fractured from the insert. According to the report, the surgery was completed without additional complications. Based on the information provided, the definitive root cause for the reported breakage cannot be confirmed. Although we cannot rule out repeated posterior contact of the femoral cam, on the post combined with excessive posterior to anterior shear force during activity, in addition to, the eleven years insitu as contributing factors. The impact to the patient beyond the revision and the post-op rehabilitation cannot be concluded based on the limited information provided. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, 11 years postop tka, the post of a lgn xlpe ps insert sz 5-6 13mm broke off inside the patient and required a revision surgery on (B)(6) 2024. No other complications were reported.